Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use and during initial advancement of the guide wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per instructions for use (IFU), guide wire, high torque command 18, pta, ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, based on the reported information, the guide wire was initially advanced without any resistance noted. Once resistance was noted, guide wire was attempted to be removed resulting in the subsequent difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, core break, and damaged coating appear to be related to circumstances of the procedure. In this case, based on the reported information, resistance was encountered when advancing the cardiomems over the guide wire. It is likely that the anatomical conditions restricted the clearance in the cardiomems resulting in the difficulty to advance and remove. Manipulation against resistance likely resulted in the core break and polymer damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is reportedly not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to implant a system to monitor heart failure. An ht command 18 guide wire (gw) was advanced without issue, but resistance was met while advancing the monitoring system device over the guide wire, causing the polymer coating to become bunched up. The tip of the guide wire became unraveled. The guide wire was removed from the vessel with resistance noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.